Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4 and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 550cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade 2 in left and baker grade 4 in right) and unexplained systemic symptoms, including no libido, fatigue, neurological problems, tremors of entire body internally, blocked ears and pain, ulcers in tongue and cheeks, brain fog, anxiety, social anxiety, difficulty putting sentences together, cognitive changes, pain in joints (feet, hands, back), depression, nodules on sinus and pituitary gland, insomnia, muscle cramps in calves and back, body rashes all over head (scalp, eyes, nose, ears and mouth), headaches every morning, and decline in vision. No device issue such as rupture was reported. The patient stated she has consulted a medical professional, but diagnosis is unknown at this time. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation without replacement on (B)(6) 2019. The patient reported improvement in symptoms after removal of implants, but still has slight cognitive issues and slight cramping in legs. This medwatch report is for the right-sided implant.